Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported single leaflet device attachment (slda) is the result of the poor imaging resolution. The reported poor image resolution is the result of difficult imaging conditions following implantation of the first clip. The reported additional therapy / non-surgical procedure is the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). T was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted. A second clip was implanted. After the second clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The slda occurred due to difficult with imaging to clearly see the second clip. An additional clip was implanted for stabilization. Three clips implanted, reducing mr to 1. No additional information was provided.